Event description:
Patient was revised due to pain and medical instability. During revision it was determined that the tibial tray was loose. Osteolysis was seen on the x-rays and intraoperatively the poly was discolored on the articular surface.

Manufacturer narrative:
This complaint is still under investigation.